Event description:
Head snapped off the head broke off - oral-b [device breakage] case narrative: female consumer via phone stated that the oral-b crossaction toothbrush head snapped/broke off. No injury was reported. 22-aug-2023 follow up via digital safety assessment survey: the consumer was a 15-year-old male. No injury was reported. 19-oct-2023 case update from information initially learned on 01-sep-2023: the suspect product lot number was t1316. No injury was reported.

Manufacturer narrative:
On 18-oct-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Head snapped off the head broke off - oral-b [device breakage] case narrative: female consumer via phone stated that the oral-b crossaction toothbrush head snapped/broke off. No injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the consumer was a 15-year-old male. No injury was reported.